Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): a10012 - gps implant kit v2, 03020824205; 320-40-03 - 145-deg pe 40mm hum liner +2.5, a761542; 531-78-20 - shouldr gps hex pins kit, a786959; 320-35-02 - small superior augment glenoid plate, a899340; 300-30-11 - equinoxe preserve stem 11mm, a976958; 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, b026471; 322-10-00 - humeral adapter tray, +0, b029933; 320-31-40 - glenosphere, 40mm, b052794; 320-15-05 - eq rev locking screw, b057561; 320-20-00 - eq reverse torque defining screw kit, b059446; 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, s104476; 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm, s327588; 320-20-22 - eq rev compress s.

Event description:
It was reported that this patient had an original exactech reverse total shoulder arthroplasty (rtsa) on their right side. Post operatively the patient was not wearing their arm/shoulder sling while simultaneously performing motions with their shoulder that is out of the range and non-compliant to the post operative instructions. The patient subsequently dislocated their reverse shoulder components. The joint was closed reduced however the patient has continued to dislocation their shoulder joint. The patient was scheduled for a revision right rtsa with glenosphere lateralization and constrained liner placement. The patient's shoulder implants were converted to a lateralized 40 glenosphere, a +5mm humeral tray, and a +0 constrained humeral liner. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU.